Manufacturer narrative:
Corrected data: b2 - "hospitalization (initial or prolonged)" - should be removed from initial MDR as this is n/a. G3 - 04-dec-2025 should be corrected to 02-dec-2025 in initial medwatch report. Claim#: (B)(4)

Manufacturer narrative:
H3: device evaluation: lens was returned in a microcentrifuge tube, dry, with residue/debris on the product. Visual inspection found the lens haptic deformed. Visual and dimensional inspection found the lens within specification. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was exchanged with a same length but different power lens and the problem was resolved. The cause of the event was reported as unknown.